Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): rwe finnish spine registry (id26) report. Reported complications identified retrospectively from finspine registry: procedure related complications: <7 (<5.0%) duralesion. <7 (<5.0%) perioperative fracture. Surgery related complications during hospital stay: <5 (<3.6%) ileus. <5 (<3.6%) urinary retention. 5 (4.0%) new radicular symptom/finding. Surgery related complications (within 90 days) ¿ icd10 code t81.0: <5 hemorrhage or hematoma complicating a procedure. Complications leading to a revision defined as device removal / complications leading to a reoperation (within 90 days) ¿ icd10 code t81.0: <3 hemorrhage or hematoma complicating a procedure. Surgery related complications (within 1 year) ¿ icd10 code t81.8: <5 other complications of procedures. Device related complications (within 1 year) ¿ icd10 code t84.2: <5 mechanical complication of internal fixation device of other bones. Complications leading to a revision defined as device removal / complications leading to a reoperation (within 1 year) ¿ icd10 code t81.8: <3 other complications of procedures. Complications leading to a revision defined as device removal / complications leading to a reoperation (within 1 year) ¿ icd10 code t84.2: <3 device related complication: mechanical complication of internal fixation.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.